Manufacturer narrative:
We have received the device (tx microtip/handpiece) for evaluation and testing to verify the reported complaint of broken needle. Visual inspection of the returned device (tx microtip) confirmed the broken needle. The needle had separated at the braze joint which is the highest stress point along the length of the needle. Due to the state in which the device was received, functional testing could not be performed. We have tested the tx microtips under simulated use conditions and were unable to duplicate the same failure mode (broken needle) when the correct axial motion/ technique is utilized. The cause is likely material fatigue associated with and/or being caused by use error such as applying non-axial motion/technique. We have updated the product bulletin (mkt227) including cautions and instructions related to the use of the tx microtip to mitigate future needle breaks.

Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report including the summary of evaluation if we were to receive the actual device.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on a lt foot with a tenex handpiece (tx microtip), the needle separated from the device (handpiece) while outside of the patient. Another tenex handpiece (tx microtip) was used to complete the procedure. There have been no reported patient injury or adverse event resulting from the reported failure.